Event description:
There was an ra lead revision done due to dislodgement. During this procedure the rv lead also dislodged so they were both repositioned. This lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.